Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck) and service code 204 (belt/monitor unusable).  The cause for the service code 105 was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The cause for service code 204 was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor displayed a service code.